Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was getting an MRI for stroke like symptoms. They have been having these symptoms for about 2 weeks. It is unknown if it is related to the device/therapy. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Method/results/conclusion codes have been updated to reflect the new information. "Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported the patient did not end up getting the MRI and the stroke was not confirmed. They stated the stroke like symptoms were not related to the device or therapy and were instead related to a different medical condition.